Manufacturer narrative:
This report is being submitted as follow up no. 1 to correct the expiration date. It was reported in the initial report as (B)(6) 2018. The correct expiration date is (B)(6) 2018 & to provide the evaluation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. With no return of the actual device the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found (B)(4) similar reports with the involved product code/lot# combination. The same user facility reported similar events. See MDR's 2243441-2017-00145 and 2243441-2017-00146. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulties with the involved angio-seal evolution device. The following information was provided by the user facility: there was difficulty getting the device to tamp down, there was a lot of resistance in the gears; the doctor had to pull extra hard and the device failed several times; a hematoma resulted as well; the doctor tried using the release button on the device to help get out the suture, however, it was not working as well; no surgery was required; patient was reported to be ok, recovering from a large hematoma; and there were no other devices or equipment used with the reported product. Additional information was received on 09/13/2017. Treatment was in the ER using compression and the patient went home, and there were no more issues. Manual compression was used to achieve hemostasis. There was minimal blood loss. It was reported there was no relevant patient history or condition.